Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis, and the investigation findings confirmed the reported issue. The air detector would not recognize when there was fluid present in the tubing. The cause of the customer reported problem was the air detector was not functioning. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The air detector was replaced to address this issue.

Event description:
It was reported that the air-in-line sensor was defective. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.